Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires on the power extension cable.

Manufacturer narrative:
Section a4: patient weight was requested but has not been provided. Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable had wires exposed. The unit did power on with the unit extension cable, but the extension cable had frayed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.